Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) female patient with a bioprosthetic mitral valve, implanted for nine (9) years and eight (8) months, underwent a valve-in-valve procedure due to degeneration. Indication for the initial valve replacement was stenosis and insufficiency due to calcification. No other information was provided.

Event description:
Edwards received notification that this (B)(6) with a bioprosthetic mitral valve, implanted for nine (9) years and eight (8) months, underwent a valve-in-valve procedure due to calcific degeneration leading to stenosis and regurgitation. An edwards transcatheter valve was successfully implanted into this surgical valve. The patient is alive and recovered.